Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly, battery out limit alarm and low blood glucose levels. Customer's blood glucose reading was 13 mg/dl. Customer experienced low blood glucose while driving, they drove through a red light, they were unconscious and the paramedics arrived. Customer treated their low blood glucose with glucose given through the insulin drip. Troubleshooting for battery out limit alarm was performed. Customer was unable to rewind the insulin pump and when they replaced the battery the device alarmed. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive when they attempted to clear the battery out limit alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify battery out limit alarm due to buttons not responding. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and battery tube threads.